Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.in this case, it was reported that the patient had re-operation for a valve-in-valve procedure after an implant duration of 2 years and 8 months. A copy of the op report was provided which indicates that this patient presented with severe aortic insufficiency (ai). She came in with prosthetic valve failure with a torn leaflet with calcium in the valve she had. She was found to be in congestive heart failure. She had severe ai and severe aortic stenosis. It was felt that she was in an extremely high-risk reoperation for valve replacement, and she was scheduled for a transcatheter aortic valve replacement. Post-valve deployment tee showed good function of the leaflets. There was minimal ai, and her mitral regurgitation improved. The patient was taken back to the cticu in good condition.

Manufacturer narrative:
(B)(4) = torn leaflet. Device not explanted from patient. Additional manufacturer narrative: unfortunately, the device was not explanted from the patient; therefore, the torn leaflet and calcification could not be confirmed through evaluation of the valve. Although the root cause of this event cannot be conclusively determined, it appears that aortic insufficiency was likely caused by the reported findings. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.